Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via femoral artery with non-bsc introducer sheath. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for pre-dilatation but the balloon ruptured on first inflation at 8 atmospheres. No kink was found prior to use of the device and no resistance was noted during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).